Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during pd treatment. The patient reported receiving a volume error warning during dwell 3 of 7. The patient pressed ok but the warning reoccurred. The patient also received an air detected in cassette alarm during drain 3 and the treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. It seemed that fluid leaked from a possible cassette rupture. Upon follow up, the patient reported that there were not any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient got a new cycler and is using it without any further issues. The cycler set was possibly shipped back with the cycler, but the patient does not know.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during pd treatment. The patient reported receiving a volume error warning during dwell 3 of 7. The patient pressed ok but the warning reoccurred. The patient also received an air detected in cassette alarm during drain 3 and the treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. It seemed that fluid leaked from a possible cassette rupture. Upon follow up, the patient reported that there were not any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient got a new cycler and is using it without any further issues. The cycler set was possibly shipped back with the cycler, but the patient does not know.